Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A doctor reported that following a cataract extraction with intraocular lens (iol) implant procedure, the iol is opaque. The iol needs to be replaced. Information in the source report stating that the iol will be returned contaminated with biohazardous substance indicates that the lens has already been exchanged. Additional information has been requested. There are two patients associated with this complaint. This medical device report is for the first patient.